Event description:
Philips received a complaint on the v60 ventilator indicating that the display was blank. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they had already disassembled the device and checked for loose connections, not finding any. The rse advised the user interface (ui) assembly likely needed to be replace. The customer chose to send the device into the bench repair center for evaluation. At the bench repair center, the bench service engineer (bse) evaluated the device and confirmed that the display was blank. The bse determined that the device had a defective 1st generation liquid crystal (lcd), which is no longer available. The bse will order a 2nd generation lcd assembly, 2nd generation lcd cable, a ui printed circuit board (pcba) to lcd cable, a 2nd generation ui pcba, and a 2nd generation lcd tray to resolve the issue. This investigation is ongoing.

Manufacturer narrative:
Bse replaced the lcd assembly, lcd cable, ui to lcd cable, ui pcba and lcd tray. The device then passed all testing included in a performance verification test (pvt), confirming that it had been returned to full functionality. The device is returned to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.